Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had error 52. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp unit, and reported that the front end board and main board were defective in one of the plugs. To fix the issue, the fse replaced the front end board and main board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an electrical test fail 52. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 12 month product complaint trend data for the period dec 2019 through nov 2020 was reviewed. There were no triggers identified for the review period.